Manufacturer narrative:
A steris service technician arrived on site to inspect the innowave pcf sonic irrigator and found that the gas spring did not extend all the way causing the lid to not fully open. As a result, the lid could not stay open and closed on the employee's hand resulting in the reported event. The technician replaced the gas spring, tested the unit, confirmed it to be operating according to specification, and returned it to service. The innowave pcf sonic irrigator is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that the lid of their innowave pcf sonic irrigator closed on an employee's hand resulting in an injury to their finger; the employee returned to work. No report of medical treatment sought or administered.